Event description:
Follow-up identified surgery took place on (B)(6) 2017 wherein the scs system was explanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received two leads with the same lot number. It was reported the patient received stimulation in an undesired location, above the knee and into the lower part of her anterior thigh. Troubleshooting was attempted with previous and new programs to no avail. Consequently, surgical intervention may be undertaken as the next course of action to address the issue.